Event description:
It was reported post implant an adjustable gastric band, the patient received one port replacement on (B)(6) 2011, and is in observation. The patient weight loss was consistent. This clinic is currently involved in (B)(4). It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.